Manufacturer narrative:
The device was returned with no damage in the external components. The provided device was activated manually and straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure and absorbable straps were used. During the procedure, a few straps that were delivered did not hold on the mesh. Another like device was used to complete the procedure with no patient consequence. No additional information was provided.